Event description:
Reportedly, before an ICD implantation, the device interrogation revealed battery voltage at 2.99v, charge time at 13sec and short estimated longevity. Linear mode is suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device was manufactured on 13 june 2024. The device was not implanted. - on (B)(6) 2025, the battery voltage was measured at 2.99v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated (B)(6) 2025) revealed that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably 2nd semester 2024.

Event description:
Reportedly, before an ICD implantation, the device interrogation revealed battery voltage at 2.99v, charge time at 13sec and short estimated longevity. Linear mode is suspected.